Event description:
On 16-aug-2025, the user reported that their pump got wet and could no longer be powered on. Blood glucose (bg) levels were not affected. A replacement device was arranged to be shipped to the user. At the end of the call, no bg incidents were recorded, and the case was limited to a device malfunction.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.